Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a 75 years old male patient who had trouble walking with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Trouble walking [difficulty in walking]. Left elbow has been sore as well [pain in elbow]. Case narrative: this case is linked to case ID (B)(4) (multiple device used). Initial information received on 22-aug-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 75 years old male patient who had trouble walking and left elbow has been sore as well with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one injection in both knees and shoulder at a dose of 6 ml once (lot - brsl002c) (expiry date, strength, route: unknown) for osteoarthritis. On an unknown date in 2022 after an unknown latency patient said that lately he had trouble walking (gait disturbance). He also mentioned that this is the first year his left elbow has been sore as well (arthralgia). Action taken: not applicable. Corrective treatment: not reported for both the events. Outcome: not recovered /not resolved for both the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: disability for the event gait disturbance. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Trouble walking [difficulty in walking] left elbow has been sore as well [pain in elbow]. Case narrative: this case is linked to case ID (B)(6) (multiple device used, same patient) initial information received on 22-aug-2022 regarding a solicited valid non-serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves a 75 years old male patient who had trouble walking and left elbow has been sore as well with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On 17-feb-2022, the patient received synvisc one injection in both knees and shoulder at a dose of 6 ml once having the strength 48mg/6ml (lot - brsl002c) (expiry date: 30-nov-2023) (route: unknown) for osteoarthritis. On an unknown date in 2022 after an unknown latency patient said that lately he had trouble walking (gait disturbance). He also mentioned that this is the first year his left elbow has been sore as well (arthralgia). Action taken: not applicable corrective treatment: not reported for both the events. Outcome: not recovered / not resolved for both the events a product technical complaint (ptc) was initiated on 23-aug-2022 for synvisc one (lot/batch number: brsl002c and expiry date: 30-nov-2023) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # brsl002c expiration date (2023-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # brsl002c no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 26-sep-2022 there are 12 complaints on file for lot# brsl002 and all related sub-lots. 1 complaint is on file for lot# brsl002: (1) tip breakage. 11 complaints are on file for lot# brsl002c: (10) adverse event reports and (1) packaging (lid seal issue). Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 05-oct-2022 with summarized conclusion as no assessment possible. Reporter causality: not reported for all the events company causality: not reportable for all the events additional information was received on 05-oct-2022 from the quality department. Ptc details, strength and expiry date was added. Based on the information previously received, the case initially assessed as serious was upgraded to non-serious. Text amended accordingly. Local comments: *downgrade.

Event description:
Trouble walking [difficulty in walking] left elbow has been sore as well [pain in elbow]. Case narrative: this case is linked to case ID (B)(4) (multiple device used). Initial information received on 22-aug-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 75 years old male patient who had trouble walking and left elbow has been sore as well with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one injection in both knees and shoulder at a dose of 6 ml once having the strength 48mg/6ml (lot - brsl002c) (expiry date: 30-nov-2023) (route: unknown) for osteoarthritis. On an unknown date in 2022 after an unknown latency patient said that lately he had trouble walking (gait disturbance). He also mentioned that this is the first year his left elbow has been sore as well (arthralgia). Action taken: not applicable. Corrective treatment: not reported for both the events. Outcome: not recovered / not resolved for both the events. A product technical complaint (ptc) was initiated on 23-aug-2022 for synvisc one (lot/batch number: brsl002c and expiry date: 30-nov-2023) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: the production and quality control documentation for lot # brsl002c expiration date (2023-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # brsl002c no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 26-sep-2022 there are 12 complaints on file for lot# brsl002 and all related sub-lots. 1 complaint is on file for lot# brsl002: (1) tip breakage. 11 complaints are on file for lot# brsl002c: (10) adverse event reports and (1) packaging (lid seal issue). Sanofi will continue to monitor complaints and trending to determine if a CAPA was required. The final investigation was completed on 05-oct-2022 with summarized conclusion as no assessment possible. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: disability for the event gait disturbance. Additional information was received on 05-oct-2022 from the quality department. Ptc details, strength and expiry date was added.